Event description:
The customer reported that there was an 'overload fault" error message displayed. This error is likely to result in a loss of system functionality and an un-commanded shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube, hv tank assembly, mainframe generator batteries. Igbt assembly and temperature sensor were evaluated and replaced. The system was tested and found to be working as intended and returned to service.